Event description:
It was reported that some ventricular tachycardia (vt) episodes included right atrial (ra) lead undersensing. It was noted that the p-waves were small. Far field r-wave (ffrw) oversensing was present in some atrial tachycardia/atrial fibrillation (at/af) episodes and some potential lead noise observed as well. It was also noted that some treated episodes occurred as a result of atrial undersensing leading the device feature that uses pattern and rate analysis to discriminate between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias to drop out and no longer withhold. It was further reported that the right ventricular (rv) lead exhibited high threshold measurements. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dtmb2qq crtd implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that ra lead sensitivity was re-programmed.